Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15oct2018. The customer inspected the device and found the power supply was the issue. The customer replaced the power supply and the ventilator was returned to use.

Event description:
It was reported that the ventilator is not powering on. There was no patient involvement. The event date was not specified; estimate used.